Manufacturer narrative:
Full UDI# provided for cff03. On (B)(6) 2015 an epix universal clip applier ca500 used in the procedure was also returned for evaluation. Catalog# 101281901 lot 1247833. Full UDI# (B)(4). FDA code (B)(4), 510k k011236. Date of MFR 06/04/2015. Date of exp. 06/03/2018. Investigation summary: the event unit was returned for evaluation. Upon inspection of the unit, engineering found debris located at the distal end of the clip applier. Engineering was able to replicate the customer's experience of damage to the kii 5mm trocar during insertion of the clip applier. The clip applier was disassembled and engineering found damage to the shaft of the device. The root cause of the customer's experience is likely the damage to the clip applier shaft of the device. Due to the design of the clip applier, the device must fit down a kii 5mm trocar with no interference. Any interference between the clip applier and trocar may lead to damage to the trocar. Note: the event problem and the results/conclusions of evaluation codes referred the clip applier. No wrong finding on the trocar.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "after passing clip applier through trocar for 1st time it was noted that there was a clear plastic or silicone material shaving wrapped around working end of applier that appears to have come from the trocar. On subsequent passes the same thing occurred. All shavings were removed from patient." Patient status - ok.